Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The motor position encoder error alarm was unable to be verified due to history file overwritten. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.